Event description:
Endoscopy case performed in or for esophagogastroduodenoscopy(egd). Boston scientific resolutionclip used by physician. The clip did not deploy properly. It ended up facing two different directions (like scissors) and not clipping any tissue. Five other resolution clips deployed for this patient without issue.